Event description:
It was reported that the patient with this pacemaker had exhibited infection due to hematoma. A revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e0505. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this pacemaker had exhibited infection due to hematoma. A revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. This pacemaker will not be returned.